Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02094.

Event description:
As reported by our affiliate in (B)(4) and through the pcr congress, during a mitral valve-in-ring procedure, a 29mm sapien 3 valve was deployed in a pre-existing mitral ring by the transfemoral and transseptal approach. During the initial valve deployment attempt, the delivery system balloon ¿ruptured¿ due to the multiple attempts to cross the septum. The sapien 3 valve and delivery system were removed and a balloon valvuloplasty was performed to facilitate septal crossing. A new 29mm sapien 3 valve was then implanted in mitral ring. Post deployment echo revealed a sapien 3 valve leaflet malfunction, resulting in severe mitral regurgitation (mr). A second 29mm sapien 3 valve was successfully implanted in the deployed sapien 3 valve. The patient has been discharged. Three (3) months follow-up tte indicated good positioning and function of the sapien 3 valve. Both sapien 3 valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences has investigated the reported event. It has been determined that this event was previously reported under manufacturer report 2015691-2018-03812. Based on this information, this event does not meet the criteria of a complaint or a reportable event.